Event description:
Name of procedure: splenectomy. Detailed description of event: while trying to put the big spleen in the cd004, dr [name]]noticed that the 2 metal supports of the cd004 had perforated the bag when he moved the bag in the direction of the diaphragm.after inspection dr [name] saw no perforation of the diaphragm and decided to take the introducer with metal supports out of the abdomen. Dr [name] finished the procedure by putting the spleen in the inzii bag without the introducer. From customer email (translated by ame): at minute 3'23" you can clearly see that the metal support tears through the plastic tunnel with a lot of force. Thereby it grazes the diaphragm with behind this the heart and the liver too. As said, this was a moment of shock for me. Luckily no organs were injured. As discussed, I think it would be best that the metal pieces are either rounded or coated in a rubberlike plug or something, so that if they perforate the plastic, they cannot cause damage to the surroundings. Additional information received from field implementation team member by email on 17jun2020: the event date is not known, but the incident occurred somewhere in (B)(6) 2020. Additional information received from field implementation team member by email on 23jun2020: the device used to remove the spleen was a specimen containment bag, not the tissue extraction bag that was indicated before. Patient status: no patient injury. Type of intervention: used device without introducer.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a video of the event unit was provided by the complainant. Engineering observed that the support had torn through the tissue bag cuff during usage of the device. Based on the video, it is likely that the reported event was caused by forces that were exerted on the tissue bag while the device was maneuvered and repositioned to capture the specimen being removed. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: splenectomy. Detailed description of event: while trying to put the big spleen in the cd004, dr [name] noticed that the 2 metal supports of the cd004 had perforated the bag when he moved the bag in the direction of the diaphragma. After inspection dr [name] saw no perforation of the diaphragma and decided to take the introducer with metal supports out of the abdomen. Dr [name] finished the procedure by putting the spleen in the inzii bag without the introducer. From customer email (translated by ame): at minute 3¿23¿¿ you can clearly see that the metal support tears through the plastic tunnel with a lot of force. Thereby it grazes the diaphragm with behind this the heart and the liver too. As said, this was a moment of shock for me. Luckily no organs were injured. As discussed, I think it would be best that the metal pieces are either rounded or coated in a rubberlike plug or something, so that if they perforate the plastic, they cannot cause damage to the surroundings. Additional information received from field implementation team member by email on 17jun2020: the event date is not known, but the incident occurred somewhere in (B)(6) 2020. Patient status: no patient injury. Type of intervention: used device without introducer.